Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing leaked at the filter. There was an incident where an infusion nurse was priming the tubing and fluid leaked out of the filter portion of the bd smartsite low sorbing extension set with the 0.2 micron low protein binding filter. There was no patient involvement.

Event description:
It was reported that the tubing leaked at the filter. There was an incident where an infusion nurse was priming the tubing and fluid leaked out of the filter portion of the smartsite low sorbing extension set with the 0.2 micron low protein binding filter. It was further confirmed during follow up, that there was no patient involvement, and therefore; no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer report that the tubing leaked at the filter was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set's filter's lower air vent membrane was wetted/compromised and functional testing observed a leak (termed ¿weeping out¿) from the same area. During functional testing fluid leaked out from the lower filter vent. The root cause of the customer's report was not identified.